Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers on the screen of the insulin pump were ramping on their own while insulin bolus setting. It was stated that no button was pushed for longer than 3 minutes. Device was not dropped, bumped or exposed to moisture. Blood glucose value is 99 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces on down arrow button. No unexpected numbers ramping noted. Insulin pump had a cracked battery tube threads and cracked reservoir tube lip.